Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4501 meniscal cinch¿ ii was received for evaluation. Upon visual evaluation, it was noted that the trigger buttons were damaged. The shaft was also bent. The most likely cause is attributed to misuse due to user error of using excessive force to pry and/or leverage the device. According to meniscal cinch¿ ii technique. 4a, the surgical technique states the following: "advance the button completely to deploy the first implant. 4b. Retract the button until it locks in place flush with the adjacent button. 5. Advance the second implant into the needle tip by pushing the second button forward to the raised indicator. Note: rotating the needle slot away from the first implant and penetrating the meniscus can sever the suture. 6a. Advance the needle through the meniscus by pushing the entire handpiece forward until the desired depth is reached. Advance the button past the indicator to the end point to deploy the second implant. 6b. Retract the button until it locks in place flush with the adjacent button." According to dfu-0156-eor0_fmt_en. G. Precautions. 4: "particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-1927bcf-45 biocomposite-corkscrew ft anchor broke during insertion. All the broken fragments were removed successfully. Later, when using an ar-4501 meniscal cinch ii, the second anchor did not deploy. All the fragments were removed, and another ar-4501 meniscal cinch ii was opened. However, the second anchor did not deploy either. A third meniscal cinch ii was used to complete the repair. This was discovered during a left knee ligament reconstruction procedure on (B)(6) 2024. The patient suffered no negative effects. Additional information received on 4/29/2024: after the ar-1927bcf-45 biocomposite-corkscrew ft broke, a new one from a different lot number was used to complete the case. This was discovered during a mild osteoporosis procedure. The case was not delayed.